Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited scope communication errors (b30 and e216). The issue occurred during diagnostic colonoscopy procedure while the patient was under sedation. There were no reports of patient harm.